Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6). PMA/510(k)#: k011369, k122558. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd ultrasafe passive¿ x-series needle guard syringe there was an issue with loose plunger. There was no report of injury or medical intervention.

Manufacturer narrative:
Neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on the investigation conclusion the defect occurred due to misuse of the combination product. The identified potential causes for plunger pulled out issues are all related to misuse/mishandling of the combination product by the end user.

Event description:
It was reported with the use of the bd ultrasafe passive x-series needle guard syringe there was an issue with loose plunger. There was no report of injury or medical intervention.